Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant, (tsvmb10) was returned for evaluation. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing could not be performed due to that nature of the device and event. DHR review was completed for the subject lot number 1253934. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253934 for similar events and no other complaint was identified. Review completed utilizing keywords:perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error/patient factor. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that during the implant placement at tooth site 26, doctor noticed that there was no primary stability and there was a sinus perforation, too, so he had to remove the implant. Procedure was completed using collagen membrane because of the sinus.